Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities. Reportedly, the device was not positioned at a 45-degree angle when deploying the needles. It should be noted that the perclose proglide instructions for use (IFU), states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 7f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment (cuff miss). It was noted that the physician used a different angle to deploy the device contrary to the instructions for use (IFU). Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.